Event description:
On (B)(6) 2013 synergeyes rec'd a complaint where in after wearing synergeyes lenses for approximately 6 months the pt developed an ulcer on each eye. The practitioner's office staff member stated that the practitioner instructed the pt to use sustain artificial tears (otc product). The practitioner's follow-up call to the pt on (B)(6) 2013 determined that the pt's ulcers had healed, although this was not physically verified by the practitioner.

Manufacturer narrative:
This event is related to the following add'l device: model number sm73f-0125+stdlg; lot number 047549; expiration date 10/2017. Manufacture date 11/2012. The lenses were not returned to synergyeyes, inc as the pt disposed of the lenses.